Event description:
It was reported, surgeon stated that torque limitor slipped prior to fully seating locking screw. Switched to a different torque limitor and completed case without further issue.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.